Manufacturer narrative:
H11: the unit was inspected by a technician at customer site. After not using the system over night, the system was observed to operate correctly: the led29 (pressure switch) was turned off when the compressor was turned on, and viceversa. However, this behavior was noted only when the cardioplegia circuit was being cooled and the patient circuits was being heated. Once the patient circuits began cooling, led29 remained on, and after some time, error e27 was displayed. For precaution, the mains board was replaced, but this did not solve the issue, and the error persisted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: reportedly, the unit will be scrapped. The device had been installed in 2019, and no prior similar events had been recorded for this unit. A review of complaint database did not identify any trends associated with this failure mode. Reported event may be attributable to multiple potential factors, including: (I) a defect in the processor board connected to the temperature sensors, potentially resulting in signal drift and inaccurate temperature readings; (ii) a defect in the cooling system valves, preventing proper regulation of refrigerant flow into the evaporator; or (iii) advanced degradation of the cooling coils. Based on investigation findings and review of similar events, the root cause of the reported event was attributed to a defect within the cooling system (valves or coils), which prevented adequate cooling performance. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: reportedly, the liquefier was clean and the fan turned on properly. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater-cooler system displaying an error message (e27, "cooler: pressure switch tripped (part of the compressor circuit). Then, the unit compressor shut off. Upon trying to switch on the unit, same error message displayed, and the compressor did not power on. There was no patient injury.